Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm did not close while running. The issue occurred during testing following a repair. There was no patient involvement.

Manufacturer narrative:
The involved clamp was inspected by authorized technician and at the beginning the issue was not reproduced. However, during further testing before device release, the involved clamp did not close when it should have. The unit was then returned to manufacturer for inspection and repair. During testing in munich, it was confirmed that the error message "arterial clamp does not open/close" was displayed. Bearings, zka control board, zkb control board were replaced to release the clamp functional. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. Based on above information, it cannot be ruled out that the issue was due to a failure of clamp electronic and mechanical components, possibly related to extensive exposure to liquid over time, e.g. During cleaning, that led to fluid ingress. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report.